Event description:
It was reported to boston scientific corporation that an issue was encountered during use of an endostat ii electrosurgical unit (it is unknown if the issue was encountered during a procedure). According to the complainant, the power adjustment knob failed to change the power setting. Upon further inspection of the unit, the biomedical engineer determined that the power transistors required replacement and he repaired the unit. The endostat ii was restored to service, and no further issues have been reported.

Manufacturer narrative:
(B)(4) for the reported event: defective power transistors. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.